Event description:
It was reported that during a neurological procedure, the drill heated up. Backup equipment was used to complete the procedure, causing an approximate 5 min delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was contained by the manufacturer and the complaint was confirmed. Based on the device evaluation, worn bearings and rotor housing were discovered. Wear on the bearings and rotor housing indicate that the components were not aligned properly, and therefore not rotating freely. This condition can lead to excessive friction, resulting in heat being generated when the drill is operated. It is unk how the internal components became displaced. The bearings and rotor housing were replaced, and additional preventative maintenance was also performed.